Manufacturer narrative:
Method: device not returned, follow up with company representative.

Event description:
A physician performed a vertebroplasty procedure on a clinical pt at level t7. A "cement extravasation into the disc space during the procedure was observed." No additional info was reported.